Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator reported that on post op day three the patient had an electrical fault alarm. The site called the manufacturer and log files were downloaded which confirmed electrical faults and due to the proximity to the implant date a cleaning was recommended by the manufacturer's field safety representative was recommended. The bedside nurse was contacted by the manufacturer representative and was instructed how to silence the alarm, instructions to not change the controller with field safety engineer to perform a driveline cleaning the following day. The patient was prepped for the procedure with crash cart at bedside with appropriate acls medications; heparin was infusing with a therapeutic ptt. No cloudy wires were observed. A "slimy green substance" was noted within the connector and controller. A driveline connector cleaning was performed per manufacturer's procedure. The pump was stopped for approximately one minute for the cleaning procedure. It was indicated that the action solved the problem with verification of the repair action. There was no effect on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.